Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 22-feb-2016. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced menorrhagia and pelvic pain. A bilateral salpingoophorectomy was performed. Device was removed intact with the fallopian tube. These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on their nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, another serious event (adenomyosis, unlisted and unrelated) and non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect.

Event description:
This is a spontaneous case report received from an other health professional, a hospital, via regulatory authority FDA (case# (B)(4)) in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for contraception. The health professional reported that the female patient had a c-section three years ago. A month prior to the surgery, the patient had an xr hysterosalpingography done. A fluoroscopic x-ray post-operative essure showed that the right fallopian tube was occluded and the left tube was not occluded. Earlier this month, the patient had a laparoscopic assisted vag/hyst with bilateral salpingoophorectomy due to menorrhagia, adenomyosis, pelvic pain. Device was removed intact with the fallopian tube. Procedure was done without difficulty and patient taken to recovery in good condition. This hospital received a letter of representation of the patient in a products liability case against the manufacturer of the implanted device, requesting preservation of explanted tissue and device intact and eventual transfer preserved materials to their expert pathologists. From the operative report: the contraception coil had been placed 2-3 years ago and patient reported having had symptoms since coils were placed and patient requested permanent surgical management for her symptoms. Findings of the vag/hyst: no portion of the coils could be seen outside of the tubes. Other therapies in use on patient: not applicable. Other devices in use on patient: not applicable. No preexisting characteristics. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced menorrhagia and pelvic pain. A bilateral salpingoophorectomy was performed. Device was removed intact with the fallopian tube. These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on their nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, another serious event (adenomyosis, unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.